Event description:
It was reported that the xenon light source would go to emergency lamp mode and produce limited light. Upon cycling, the power main lamp would come on and shortly after, revert to backup light. The issue was found during an unknown procedure, which had to be cancelled. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the lack of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.